Manufacturer narrative:
H.6. Investigation summary: a physical sample was not available for investigation but 5 photos were provided for evaluation. A review of the device history record could not be performed as the reported lot was unknown. Our quality engineer reviewed the provided photos and determined that the q-syte was not discolored but that the attached extension tubing and male luer were discolored. Based off the provided photos the engineer was unable to verify the reported defect. Since no discoloration was observed with the q-syte a definitive root cause could not be determined and without the physical sample no further testing could be performed. The manufacturing facility has been notified of this incident and the findings.

Event description:
It was reported that discoloration occurred after use with a q-syte closed luer access port. The following information was provided by the initial reporter, "the connection of q-syte and extention tube was discolored."

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that discoloration occurred after use with a q-syte closed luer access port. The following information was provided by the initial reporter, "the connection of q-syte and extention tube was discolored."